Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off in the set screw. The fragment was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed approximately ~ 3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the tip diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.